Event description:
Pt scheduled for trans pars plana vitrectomy, air/fluid exchange with c3f8 insufflation and posterior capsulotomy of right eye. During the procedure silicone oil could not be injected into the eye due to improper fit of the associated tubing to the injector.